Event description:
Customer reported the monitor has significant burn in. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended.